Event description:
It was reported by the patient that the right atrial (ra) lead punctured the atrium and was replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.